Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was over-sensing noise which lead to inappropriate automatic mode switches (ams). The patient was asymptomatic. No changes were made and there were no consequences to the patient.